Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
(B)(6), from an unknown pharmacy, called in and stated, that an unknown consumer who did not understand english, came in and alleged that her wheel on her manual chair fell off. (B)(6) ended call before additional information could be obtained pertaining to the incident.